Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same date as onset, the patient was treated vancomycin injection (1g, discontinued, route, frequency not reported) and ceftazidime injection (1g, discontinued, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.